Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level had dropped as low as 31mg/dl. The customer states they were assisted with the lows by paramedics. The customer states they feel like their levels will elevate and after treating, they drop significantly. The customer states their levels had been as high as 389mg/dl. The customer treated the highs with the pump. The customer was assisted and advised to remain on current pump until they begin to use their newer pump.